Event description:
Echocardiography revealed pericardial effusion and thickened impeded cusps with an elevated mean gradient. Repeat echocardiography confirmed the same with stenosis. At explant, the bioprosthesis was found to be calcified and stenotic. It was replaced another manufacturer's 23 mm mechanical valve. The patient was reported to be doing well postoperatively. The surgeon indicated there was no complaint regarding the valve as due to early valve deterioration in young dialysis patients.